Manufacturer narrative:
An event of a valve having a torn sewing cuff out of box(while suturing) was reported. Images was received from the field showing the reported event. The device was returned to abbott for investigation which confirmed that the device had a torn cuff. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. While the root cause of the reported incident could not be conclusively determined, the noted damage may have been caused by some external force applied to the valve which overstressed the carbon material. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 19 mm sjm regent heart valve w/ flex cuff was chosen for dvr (double valve replacement) procedure. During procedure, while parachuting the valve, the physician found tore sewing cuff. The valve was replaced with a 17 mm sjm regent heart valve w/ flex cuff. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.